Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately ten years ago. Aneurysm and vessel morphology were not reported. It was reported that the seven years post index procedure a talent bifurcated stent graft, a left iliac limb, and a right iliac were implanted. This reason for the secondary procedure was not reported. It was reported that the patient expired. The cause is unknown. An autopsy was not performed and a death report is not available. The investigator did not indicate whether this event was related to the study procedure or the device.

Manufacturer narrative:
(B)(4). Evaluation codes, results: inherent risk of procedure (death); other (unknown cause of death); unapproved use of device (no bifurcated stent graft implanted at index procedure) evaluation codes, conclusion: operational context contributed to event (no bifurcated stent graft implanted at index procedure); other (unknown cause of death).